Manufacturer narrative:
(B)(4). Batch # t5cf7h. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Three reloads present. The reload (c and d) was received fully fired. The reload (e) was received fully fired, with the pan detached from the cartridge. The bailout system was reset and then the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic left upper lobe resection surgery, could not fire when severing the lung tissue. Changed another device and reloads, still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.